Event description:
It was reported that a patient obtained a "vbg" on admission with an initial glucose of 12 at 1237. A d10 2ml/kg bolus was administered at 1240. At the 30 minute recheck of glucose, the glucose was 559 and upon repeat it was 561. A second glucometer showed 498. The fluids were stopped at 1330. It was later reported that the customer suspected one of the channels over-infused resulting in hyperglycemia. The customer was unsure if this was because of the tpn or the dextrose infusion. The IV fluid was discontinued for one hour and repeat glucose monitoring showed the glucose levels trending downward. The patient was discharged with no abnormalities. However it was also noted that the customer did not think there was anything wrong with the pump. The customer also stated concerns with how their pharmacy prepares the content of the bags. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a patient obtained a "vbg" on admission with an initial glucose of 12 at 1237. A d10 2ml/kg bolus was administered at 1240. At the 30 minute recheck of glucose, the glucose was 559 and upon repeat it was 561. A second glucometer showed 498. The fluids were stopped at 1330. It was later reported that the customer suspected one of the channels over-infused resulting in hyperglycemia. The customer was unsure if this was because of the tpn or the dextrose infusion. The IV fluid was discontinued for one hour and repeat glucose monitoring showed the glucose levels trending downward. The patient was discharged with no abnormalities. However it was also noted that the customer did not think there was anything wrong with the pump. The customer also stated concerns with how their pharmacy prepares the content of the bags. There was patient involvement but no harm.